Event description:
This is a report of a home patient who experienced a connection issue between the transfer set and a plastic adapter (non-baxter product). The transfer set had become disconnected from the adapter during fill one of four of peritoneal dialysis therapy. The nurse stated that there was nothing unusual with the supplies that might have led to the disconnection. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was identified. As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.